Event description:
It was reported that during implant, the physician was unable to fix the ventricular lead into the pulse generator header. With the use of silicone oil, the lead was successfully secured. Following the event, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.